Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. Zoll customer support was notified via download data that a (B)(6) male patient was treated. The patient was in a nursing facility. The lifevest delivered an inappropriate treatment at 18:13:30 during atrial fibrillation. The rapid atrial fibrillation contributed to the false detection. The response buttons were not used during the event. The patient remained at the nursing facility and continued to use the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. There is no indication of a serious injury. Device evaluation of monitor sn (B)(4) and belt sn (B)(4) was completed. The monitor and electrode belt were functional and able to detect and treat. Monitor: 05/2011 - reuse; electrode belt: 05/2011 - reuse. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.